Event description:
Customer reported that the screen is jittery and not readable during a routine check up. There was no patient involvement.

Manufacturer narrative:
We have received the device, but have not yet completed our investigation.